Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxi 800 access immunoassay system for one patient. An accu tni result of 0.53 ng/ml was reported out of the lab. The sample was retested and a result of 0.11ng/ml was obtained. It is unknown if there was an effect to the patient in connection to the event.

Manufacturer narrative:
Customer stated that qc had been out since the previous day. No qc or system check data was supplied. A field service engineer (fse) was dispatched in 2008: the fse performed a preventive maintenance (pm) to the instrument. The fse verified repair per established procedures. No hardware issues were found. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.